Manufacturer narrative:
A ge representative evaluated the system and replaced the snubber board. The system operates as intended.

Event description:
The customer reported the loss of x-ray functionality. There is no report of pt injury or death.